Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported the patient had his pump refilled on (B)(6) 2022 when the programming error occurred. It was also reported the patients weight was unknown as they could not weigh him while in his wheelchair. App software version was not provided.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative who reported that the pump was filled on (B)(6)2022 with 500 mcg/ml baclofen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (250 mcg/ml at 49.98 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The company representative reported receiving a report from the hcp. The technical services agent explained that ultimately the pump was empty upon interrogation today, and it appeared that they updated the reservoir volume to 1 ml so they could update the pump to silence the alarm. Per the reporter, the patient relocated and presented with the empty pump today. The logs were not read so the date of the empty pump could not be determined. The plan was to fill the pump on tuesday (B)(6) 2022 but there was concern about the true concentration in the pump versus what was programmed. The hcp was trying to get a hold of the patient¿s previous managing physician to find out definitively the concentration of the medication and if the pump was programmed correctly. The patient was not showing signs of bac lofen withdrawal at this time. Additional information was received from the hcp who provided the following information regarding the prior refill from the patient¿s previous managing physician: [1000 mcg/ml total of 20 ml and 20 ml of ns added to fill pump. Pump area prep and drape sterilely. Template from the kit used. The 20 non-coring needle inserted into the pump without difficulty. >1 cc of baclofen removed and discarded. Then baclofen 20 cc of baclofen and 20 cc of normal saline concentration of 1000 mcg/ml inserted into the pump utilizing the tubing and filter from the kit. The needle then removed. The computer was then used to reprogram the pump, the reservoir volume set to 40 ml, and refill date noted (B)(6) 2022. Based on the information provided, the concentration and dose would be incorrect in the programming. The true concentration should have been entered as 500 mcg/ml and not 250 mcg/ml and the dose would be 100 mcg/day not 49.98 mcg/day as shown on the report.

Manufacturer narrative:
Concomitant medical products: product ID a810 serial# unknown. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.